Manufacturer narrative:
Insulin pump received with deep scratches on display window, cracked display window corners, cracked battery tune threads, broken reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the display screen of the insulin pump is cracked. She stated she is not sure of how this damage occurred. The blood glucose reading was 215 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.